Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 420 mg/dl at the time of the incident. The customer noted they were in the hospital for chest pains leading to heart failure. This was treated by an overnight stay at the hospital, and ems had to take her there. Customer was wearing the device while at the hospital, and requested a replacement pump because she felt her current one did not work. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and error test. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and partially broken off reservoir tube lip.